Event description:
Information was received from a distributor regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that unexpectedly elevated impedances were observed at multiple electrode contacts. The patient also experienced issues with charging the implanted neurostimulator (ins). It was not possible to connect to the ins using the physician¿s tablet. Connection with the physician¿s tablet was no longer possible, despite the patient attempting to charge the ins. During surgical revision, the extension appeared to be damaged. The patient received a new electrode without extension and a new ins. The old extension and ins will be sent for analysis. The issue has been resolved. Additional information was received. Impedance measurements were taken (provided); (>40000 on all electrodes). Hcp information confirmed. It was stated that both extensions appeared to be broken, the cause of this was unknown. The cause of ins not charging / communication with the tablet was also unknown. Tracking info for returned confirmed.

Manufacturer narrative:
Continuation of d10: product ID: 37081-40, serial# (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2026, product type extension product ID; 37081-40, serial# (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2026, product type extension product ID: 37081-40, serial# (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2026, product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 37081-40, serial/lot #:(B)(6), ubd: 30-mar-2019, UDI#: (B)(4); product ID: 37081-40, serial/lot #: (B)(6), ubd: 30-mar-2019, UDI#: (B)(4), g2. Foreign: slovenia medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.